Event description:
It was reported that "in the PICC catheter placement procedure for a pediatric patient, a pediatric surgeon, proceeds to open the packaging of the sterile device, then takes the introducer needle to puncture the patient's upper extremity in the basilic vein. However, it presented problems on the introduction and resistance in entry; 3 attempts are made, and when observing the bevel on the prominent tip, a deviation (bent) is observed; which can cause resistance when the needle enters the venous capital". Additional information reported that the patient was fine and the device was replaced to resolve the issue.

Manufacturer narrative:
(B)(4) the customer returned an opened, two-lumen PICC kit containing an introducer needle, peel-away sheath, dilator, catheter, guidewire, clamps, statlock device, and dust caps. Visual analysis of the 21ga. Introducer needle revealed that the tip was damaged. Microscopic examination confirmed the damage and revealed that the tip was folded outward. Microscopic examination also revealed that the inside of the needle guard was scratched. The inner diameter of the needle cannula at the distal and proximal ends measured 0.023", which is within the specification limits of 0.0226" - 0.0240" per the cannula product drawing. The cannula outer diameter measured 0.032", which is within the specification limits of 0.0320" - 0.0325" per the cannula product drawing. The length of the needle cannula measured 2 15/16", which is within the specification limits of 2.908" - 3.052" per the needle product drawing. A device history record review was performed, and no relevant findings were identified. The report of a damaged needle tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the needle tip from the 21ga introducer needle was folded outward. The sample met all relevant dimensional requirements. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this failure. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "in the PICC catheter placement procedure for a pediatric patient, a pediatric surgeon, proceeds to open the packaging of the sterile device, then takes the introducer needle to puncture the patient's upper extremity in the basilic vein. However, it presented problems on the introduction and resistance in entry; 3 attempts are made, and when observing the bevel on the prominent tip, a deviation (bent) is observed; which can cause resistance when the needle enters the venous capital".